Event description:
It was reported that this right ventricular (rv) lead was explanted due to high thresholds after two years of being implanted. Lead was found pulled back and appeared to be twisted in pocket. The lead was replaced with a same model number. No additional adverse patient effects were reported.